Manufacturer narrative:
Procode. Mih system, endovascular graft, aortic aneurysm treatment.

Event description:
According to the initial reporter: emergent endovascular repair of thoracic aorta; transposition of l subclavian was performed to achieve optimal landing zone. At 3 yr follow up ((B)(6) 2019) thrombus formation within the graft is observed; no surgical action has been taken as of yet.